Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 45 mg/dl. Customer was treated with milk and juice and blood glucose went up to 60 mg/dl. Customer¿s current blood glucose level was 72 mg/dl. The product will not be returned for analysis.